Event description:
Smiths medical international ltd., has been notified of an event of where the user alleges after placing the tube in the pt significant air leakage was found. The hosp wrapped up the bottom of the pilot balloon (inflation line side) and clamped it with a pean forceps. The tube was removed two days after insertion as it leaked badly. The hosp checked it by infusing water from the one way valve and found a pinhole in the pilot balloon (valve side; the opposite side of the clamped portion). The unit was pretested. No adverse event reported.